Manufacturer narrative:
Device evaluated by MFR.: the synergy xd mr ous 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Proximal struts were lifted. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft and a break 870 mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section found no issues. No other issues noted with device.

Event description:
Reportable based on device analysis completed on 26-may-2022. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and mildly calcified mid left anterior descending artery. A 3.50 x 20mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported. The patient status was fine. However, device analysis revealed hypotube break and stent damage.